Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl to 500 mg/dl and sometimes go to 300 mg/dl. The customer¿s current blood glucose was 335 mg/dl. Customer treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had not been trained for auto mode so does not use this feature. Customer report customer did not allege pump was under delivering. The customer also report the insulin flow blocked alarm during basal. Customer states the insulin exited. The insulin pump will not be returned for analysis.